Manufacturer narrative:
(B)(4) date sent: 12/5/2024 d4 batch #: c9d94r. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged. Additionally, it was received with the top of the I-blade broken off and not returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of this damage could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As described in the IFU: do not use excessive force on the closing handle to close the jaws; grasp only as much tissue as will fit between the jaws where the current will pass. Greater amounts of tissue require more closing handle force. Excessive force could damage the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch c9d94r, and no non-conformances were identified.

Event description:
It was reported that, during an unknown urological procedure, the jaws were difficult to open and close. No problem for the patient. The device was replaced and used. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.